Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this dbs device was electively replaced. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was stable.